Event description:
It was reported that the system would not start up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube needs to be replaced. The reported issue is currently under investigation.